Manufacturer narrative:
Siemens customer care center recommended customer to remove and clean both the insert and carriage with di water and if they receive any results they question then to do a visual read with a new strip and compare those to the instrument result. Customer indicated that they will clean tables, monitor and follow up with siemens later. Siemens has been trying to contact customer to assure that their issue has been resolved based on information siemens has provided to them. Siemens has made several attempts to contact customer but has not received a return call.

Event description:
Customer reported that instrument displayed false negative nitrite result on the instrument and positive at the reference lab. There was no report of injury due to this event.